Event description:
It was reported that the balloon would not inflate. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit 1.01 inches in length, at the 6 centimeter area. No visible damage was observed to the balloon latex or to the rest of the catheter body.